Manufacturer narrative:
Medwatch sent to FDA on 04/15/2014. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular event, pain and erythema" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported 1 day after injection with 2 syringes of unspecified juvederm voluma in the tear throughs, nasolabial folds, and forehead patient developed erythema in the "right malar area, nasolabial fold and nasal alar" as well as pain in the right side of the face and "upper gingiva." In order to "prevent skin necrosis" patient was treated with hyperbaric oxygen therapy, "ntg paste," "antibiotics" via an oral, topical, and "IV" route. Healthcare professional also attempted to "squeeze out the filler."